Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speeds were unstable, the motor was corroded, and the reciprocating arm was worn. The motor and reciprocating arm were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: country: poland.

Event description:
It was reported that during maintenance, on (B)(6) 2024, it was found a corroded motor and worn reciprocation arm. Inconsistent speed was confirmed at final investigation. There was no patient involvement. Due diligence is complete and no additional information is available at the moment. There was no adverse event associated with this malfunction.